Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is without stimulation and neither the charger nor the patient programmer will communicate with the ipg. Space was added to no avail. A replacement charger was sent to the patient. Follow-up identified the replacement charger would not communicate with the ipg.